Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server failure of medications to trigger pyxis replenishment to logistics when stock levels fell below the minimum. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server failure of medications to trigger pyxis replenishment to logistics when stock levels fell below the minimum. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were failed to send to pyxis replenishment to logistics. The technical support specialist (tss) accessed the server, verified the database for two medicine identifier and identified that the pyxis refill was not received or rejected and escalated to integrated engineer. The integrated engineer (ie) dialed into the care fusion coordination engine and identified that the replenishment messages for items 10014 and 10005 with ship vendor assist were dropped as per existing interface logic, and item 13065 was excluded due to host name. The ie tried to update the str proc, but rpl messages continued to drop on weekdays. A new session was cloned with host name for the weekend, and an additional interface table was added to clear the ship vendor identification for the affected station. The system functioned as intended after the technical support specialist and the integrated engineer troubleshot the device.